Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green vision field, can't focus white during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure can't focus white (blurry image) was confirmed and green vision field was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the control body is soaked in liquid. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: can't focus white (blurry image) had occurred due to the component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.